Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan (B)(4), alleging the meter was powering off during use. The reporter stated prior to the start of the alleged issue, approximately 1 month prior to contacting lfs, she developed symptoms of feeling low. However she reported she did not take any medical intervention in response to the alleged symptoms. There is no indication that the subject meter caused or contributed to an adverse event. The reporter stated her alleged symptoms occurred prior to the start of the alleged issue, therefore the meter issue could not have caused the alleged injury. The patient did not report any blood glucose readings, symptoms or treatment suggesting that an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (07/26/2013). The patient¿s meter and usb cable/ac adaptor have been returned and evaluated by lifescan product analysis on 5/13/2013 and 7/22/2013, respectively, with the following findings:the meter and usb cable/ac adaptor passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The subject meter and usb cable have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.